Event description:
Additional information received from the company representative reported that at this time, they did not know what the issue with the catheter was and the revision was just for the sake of seeing if it fixed the problem.

Manufacturer narrative:
Continuation of d10: product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8731sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2010; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving baclofen (500 mg/ml at 140 mcg/day) and morphine via an implantable pump. It was reported that patient reported pain and increased spasticity. No external factors were involved. The reservoir still contained drug and their expected refill is in july. The hcp wanted to stop the pump; they were advised to use a statoscope to auscultate the pump but stopping the pump was not advised. It was also reviewed that they could induce a momentary motor stall using a magnet until a rep arrived. The hcp paged a rep. The hcp increased dosing and performed a dye study. A catheter revision was performed due to a possible catheter leak and the event was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial # (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8596sc lot# serial# (B)(6); implanted: (B)(6) 2010 explanted: (B)(6) 2025; ubd: 2019-03-30 UDI #: (B)(4); product type catheter h3. Analysis of catheter serial number identified damage in the seal material in the cup of the sutureless connector. The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that two catheter revisions occurred. During the first catheter replacement, the hcp replaced the catheter that he thought was the problem. However, it did not resolve the patient's symptoms. So, the hcp explanted the other catheter on (B)(6) 2025, thinking that the remaining catheter was the problem. During this second catheter revision, the hcp did not see any physical issues with the catheter. The hcp tried to flush the catheter with air under water but there were no bubbles. Per returned product paperwork from catheter explant on (B)(6) 2025, a possible leak/breakage in the pump segment occurred per a dye study done by the physician. The dye study showed fluid in the pocket area. A rotor study was not performed. "Break, tear, hole" was indicated as the reason for the catheter removal on (B)(6) 2025. The patient recovered without sequela. The pump contained compounded baclofen. 2025-06-18 e1, e2 (rep): additional information received from the company representative reported that at this time, they did not know what the issue with the catheter was and the revision was just for the sake of seeing if it fixed the problem. (B)(6) 2025 rp, telph (rep, hcp): additional information received from a healthcare provider (hcp) via a manufacturer representative (rep) indicated that two catheter revisions occurred. During the first catheter replacement, the hcp replaced the catheter that he thought was the problem. However, it did not resolve the patient's symptoms. So, the hcp explanted the other catheter on (b)((6) 2025, thinking that the remaining catheter was the problem. During this second catheter revision, the hcp did not see any physical issues with the catheter. The hcp tried to flush the catheter with air under water but there were no bubbles. Per returned product paperwork from catheter explant on (B)(6) 2025, a possible leak/breakage in the pump segment occurred per a dye study done by the physician. The dye study showed fluid in the pocket area. A rotor study was not performed. "Break, tear, hole" was indicated as the reason for the catheter removal on (B)(6) 2025. The patient recovered without sequela. The pump contained compounded baclofen.